Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05613. It was reported that balloon rupture occurred. The target lesion was located in the left main and left circumflex artery. A 3.50mm x 15mm nc emerge® balloon catheter and another 3.50mm x 15mm nc emerge® balloon catheter were advanced to dilate the lesion respectively and had sufficient balloon inflations. However, both balloons ruptured upon the second inflation at 18 atmospheres. The device was completely removed from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was stable.